Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was initially reported that on the third pass during a therapeutic robotic endoscopic bronchial ultrasound under general anesthesia, the user was not sure if the needle broke off inside the patient or was bent inside the sheath. The procedure was completed with the same device. Upon further follow-up, the customer reported that a very small portion of the needle tip was missing. It was indicated that a portion of the needle may possibly have been left behind in the lymph node although there was no noticeable detection on x-ray and fluoroscopy. No contrast dye was used with the x-ray. The patient remained hemodynamically stable, recovered from the procedure, and was discharged home. There were no reports of further patient harm.